Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: lb5665, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient's stimulation was not working at all on the left side. The hcp stated that someone had turned the stimulation up from 600 to 1000 and claimed it to be the maximum level. The indication for use was non-malignant pain. Additional information received from the consumer reported that she had a loss of stimulation and a defective stimulator since (B)(6) 2016. The patient reported that she did not have stimulation sensation to the left leg and met with a manufacturer representative who told her the lead might be too old.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb5665, implanted: (B)(6) 2003, product type: lead.

Event description:
Additional information was received from the nurse stating that the patient was getting an EKG for pre-surgery clearance, the surgery was for the implantable neurostimulator (ins) and getting the leads replaced. The leads were twisted and old. They mentioned that they did not have any details on this as it was mentioned in passing by the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she used to have an implanted device but not anymore, it was explanted on (B)(6) 2016. The reason for the explant was that the device did not work and the patient wasn't feeling any stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.